Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that a patient admitted for acute heart failure due to coronary heart disease, atherosclerotic coronary artery disease, and subacute myocardial infarction experienced a sudden power loss of the defibrillator while the device was monitoring ECG waveforms. ECG monitoring failed. The defibrillator was immediately replaced with another monitor; no adverse reactions occurred. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This follow up emdr is to address conclusion code correction.